Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided and cause was unknown. The customer declined further troubleshooting with tandem technical support for the elevated bg, therefore no additional information could be obtained.